Event description:
Surgeon of a hospital reported event to our distributor in the USA, who reported the following: an adverse reaction (inflammation) was found on the site where the neurolac nerve guide had been implanted. The surgeon removed the neurolac.

Manufacturer narrative:
Initial reporting polyganics received indicated inflammation at the site of implantation of the neurolac nerve guide. The received pathology report later appeared not be from the neurolac but from another product. Further inquiries by polyganics at our distributor resulted in contradictory information and no details of the product, use, pt info etc. It appears at the date of this reporting that the neurolac was being split down the center by the surgeon prior to use and used as a wrap and that case notes will be received after the removal by the same surgeon of a second device (neurolac) of which we do not have any info yet.